Manufacturer narrative:
An inspiratory flow sensor was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, an 840 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer replaced the air flow sensor. The unit passed all testing per manufacturer's specifications.